Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in moderately tortuous and moderately calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 5 atmospheres in 2 seconds, the balloon was ruptured. The device was removed without any problem, and it was noticed that the ruptured was near the shoulder of the balloon tip. The procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.